Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer attempted to change pump supplies to address the issue and reported that the cartridge was leaking from the septum. Customer changed multiple cartridges to address the issue. Customers blood glucose was 400 mg/dl.